Event description:
It was reported to boston scientific corporation that a patient underwent a successful treatment with a prolieve thermodilatation kit on (B)(6) 2008 as part of a post market study for the treatment of benign prostatic hyperplasia (bph). According to the reportable event form, the patient began experiencing erectile dysfunction and weak urinary stream on (B)(6) 2010. The erectile dysfunction was reported as mild in intensity. It is unknown if the erectile dysfunction was treated and the symptom is currently ongoing. The weak urinary stream did not require treatment; however, the symptom is currently ongoing. Requests for additional information have been unsuccessful.

Event description:
According to the reportable event form, the patient began experiencing only weak urinary stream on (B)(6), 2010. The weak urinary stream was reported as mild in intensity. The event is listed as having needed treatment, but the complainant did not specify what the treatment was. The symptom is currently ongoing.

Manufacturer narrative:
Correction: incorrectly reported erectile dysfunction, no erectile dysfunction occurred.